Event description:
The customer contacted baxter's technical service center regarding a high drain 101(indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, during drain. The home patient (hp) had no last fill. The hp did a manual exchange of 2500ml the previous day in the afternoon. The initial drain volume (idv) equaled 52ml. The hp went to fill and drained out in drain 1. The hp didn't have any discomfort. The technical service representative (tsr) reviewed the alarm and referred the hp to the rn. The nurse contacted this writer on (B)(4) 2012. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. There was patient involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue of iipv was confirmed as there was a high drain alarm which occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty, and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv. The assignable cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice/homechoice pro apd systems patient at-home guide states in the warnings that, "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. See table 9-1 on page 9-10 for the recommended starting points when determining your optimal I-drain alarm volume" and table 9-1 on page 9-10 gives the recommended starting point for I-drain alarm setting as 70% of the last fill volume. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.